Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) health system regarding sub-optimal tissue processing from a protocol which completed in retort b after midnight on (B)(6) 2011, using peloris tissue processor serial number (B)(4). On (B)(4)2011, leica microsystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica microsystems is continuing.